Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The returned sample was found in used condition without stent which reportedly had been placed inside patient. The inner catheter was found broken and the distal end including tip was missing. An indication that a manufacturing related issue caused the reported issue could not be found. The investigation will be closed as confirmed for inner catheter break. The breakage of the distal segment of the inner catheter reportedly occurred during retraction after stent deployment. Therefore it is reasonably suggested that the tip may become snagged on the stent. However, damage of the catheter may also occur as a result of difficulty patient anatomy leading to increased friction during deployment or tracking of the delivery system. The tip of the system getting entrapped with the introducer sheath upon removal or inadequate accessories used may be other contributing factors. Not performing pre dilation may be another contributing factor. In this case limited information was provided. Based on the information available the reported detachment of the rubber tip is confirmed. However, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the instruction for use supplied with this product the potential issue was found addressed. The instruction for use states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together." Regarding deployment force the instruction for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Regarding the potential factor of insufficient pre dilation the IFU states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instruction for use state: '5f (1.67 mm) or larger introducer sheath 0.014 inch (0.36 mm) - 0.035 inch (0.89 mm) diameter guidewire." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products is identified in d2 and g5. H10: d4 (expiry date:12/2021), g4. H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a lower limb angioplasty, the device rubber tip allegedly detached and disengaged upon removal from the introducer after deployment. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent 5f vascular stent system products. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (12/2021).

Event description:
It was reported that during a lower limb angioplasty, the device rubber tip allegedly detached and disengaged upon removal from the introducer after deployment. There was no reported patient injury.